Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thyroidectomy, the clips were falling off of the vessels after being clipped and applied to the vessels. It was not reported how the procedure was completed. There were no patient consequences reported.